Event description:
The patient reported he has had several occlusion messages on his insulin infusion device and has used up his supply of infusion sets because he had to change them so often. He stated he is currently on injection therapy because of this. He said he had the last occlusion message an hour ago when he tried to bolus. He stated he disconnected from his infusion device and attempted a bolus which successfully went through. During troubleshooting, the patient confirmed he saw insulin come out of the tubing and that the cannula was not bent. The patient was advised it appeared there was an infusion site issue and new site areas were suggested. An infusion site management guide was sent to the patient. The patient also stated the adhesive tape on most of the infusion sets he used was "wadded." On follow up, the patient stated he is using the replacement infusion sets and he is having no further issues. He stated he did not keep any of the "wadded" infusion sets. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced.

Manufacturer narrative:
No product will be returned for evaluation.